Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, first mitraclip xtw was implanted on the central side of the anterior and posterior leaflet 2 (a2/p2). After 30 seconds of deploying the clip, it was observed that single leaflet device attachment (slda) has occurred and the clip was no longer attached to the anterior leaflet. Second mitraclip was implanted on the medial side of the first mitraclip. Third mitraclip was implanted between the first and second clips. Fourth clip was implanted on lateral side of the first clip. Imaging was difficult. All steps were followed as per IFU. The final mr was grade 4. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause of the reported single leaflet device attachment (slda) could not be determined. The reported recurrent mitral regurgitation was a cascading effect of the slda. Mitral regurgitation (mr) is a listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.